Manufacturer narrative:
Internal complaint reference (B)(4). Postal code: (B)(6). Brown, m. R., dalziel, s. R., herd, e., johnson, k., wong she, r., & shepherd, m. (2016). A randomized controlled study of silver-based burns dressing in a pediatric emergency department. Journal of burn care & research, 37(4), e340-e347. Doi: 10.1097/bcr.0000000000000273.

Event description:
On the literature article named "a randomized controlled study of silver-based burns dressing in a pediatric emergency department", the authors of the study reported that, when using acticoat 3 to treat burns in pediatric patients, 2 patients developed an unspecified infection, which was treated with oral antibiotics. The patients involved healed uneventfully.

Manufacturer narrative:
H3, h6: the complaint was received as a result of issues being identified in a literature article. Due to this, no specific product details or batch/lot numbers have been available to the investigation. As a result of this, no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The medical review could not establish a link between the product and harm within this complaint and therefore additional rmr is not required. Users of the device are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. Smith and nephew acknowledge customer concern and are grateful for all feedback on our products, as this information is extremely valuable to us, as we are continually investigating ways to develop and improve the full range of products that we provide. We will continue to monitor for any adverse trends relating to all product ranges.

Manufacturer narrative:
H10: on the literature article named "a randomized controlled study of silver-based burns dressing in a pediatric emergency department", the authors of the study reported that, when using acticoat 3 to treat burns in pediatric patients, 2 patients developed an unspecified infection. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review. A complaint history review revealed no similar instances in the last three years. A risk management review concluded that the sequence of events described in this complaint are not contained in the relevant risk files. There is insufficient information within the complaint description and further information included in this complaint to provide a causal link between events and the product therefore no update to the risk files is warranted. A clinical review concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Probable root cause is incorrect skin preparation, incorrect application of dressings or infrequent dressing changes. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct skin preparation technique, correct application of dressing and advice on frequency of dressing changes according to wound exudate. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Internal complaint reference number: (B)(4).